Manufacturer narrative:
Method: routine monitoring of complaint history and performance trends to ensure performance is within claims. Results: it was confirmed the instrument was turned off as required for maintenance and safety feature to stop moving parts functioned correctly. Conclusions: product functioned as designed to minimize risk to the operator.

Event description:
A customer was performing maintenance on the instrument and caught their glove on the door latch and smashed their finger. Customer sought medical treatment at the emergency room where the finger was wrapped and prophylactic antibiotics administered. The instrument was turned off as required for maintenance and the safety feature to stop moving parts functioned correctly. Customer has returned to work. There is no permanent injury.